Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported the back of the distal end of the ambient super turbovac 90, ifs arthrowand became hot intra-operative. When the physician grazed the pt's humeral head, the arthrowand reportedly caused a grade three lesion within the cartilage and charred the surrounding tissue. According to the physician, the lesion was positioned in a non-weight bearing area. No further pt complications were reported as a result of this event.